Manufacturer narrative:
Correction: h6 annex e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A wound vacuum assisted device was placed over the device site. A leadless implantable pulse generator (ipg) and right ventricular (rv) lead was implanted. No further patient complications have been reported as a result of this event. The hole in the skin exposing the device is interpreted as erosion.

Manufacturer narrative:
Correction: d10 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient¿s right atrial (ra), left ventricular (lv), and competitor right ventricular (rv) leads were capped along with removal of their competitor device due to infection, pain at device site, and hole in the skin of the patient¿s chest wall with exposure of the device. It was also noted that cultures were performed with negative results. A wound vac was placed over the device site. A device and temporary lead was implanted. No further patient complications have been reported as a result of this event.